Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the volume discrepancy/ empty pump was not determined at this time. A new pump refill was done early on (B)(6) 2019. A solution was pulled out of the pump. It was not empty. The solution was being tested to make sure it was the appropriate medications. The issue had resolved and the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for use was spinal pain. It was reported the patient was seen last week due to pump alarming and it showed a low reservoir alarm and they were concerned because this occurred before the date it should have. Caller states the hcp ordered the drug and the patient came back yesterday for a refill and the pump was showing empty reservoir. Caller states the estimated reservoir volume was 0ml and the actual reservoir volume was 20ml. Caller states the previous refill was 1 mon ago and she was consulted on this refill and felt the programming at that time was accurate but she does not have access to the reports now. Discussed getting reports from 1 mon ago and yesterday to confirm the programming. Caller states the hcp was thinking the patient maybe accessing the pump and then filling the pump. Caller was wondering if the pump knows when drug is aspirated or filled as it relates to alarming. It was discussed with the caller there is no sensor s in the pump to detect volume. No symptoms were reported.